Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer went to the hospital for an elevated blood glucose (bg) and diabetic ketoacidosis, bg level was not provided. Customer reverted to manual insulin therapy. Multiple attempts were made by tandem technical support to gather additional information, however, no response was received.